Manufacturer narrative:
Corrected data: d4 ¿ UDI. H3/h6: the device was not returned for analysis. Service history review identified there are no previous repairs were noted within the last 12 months. The event history log was not provided. The customer's reported issue was unable to have a probable cause determined as the device was not returned for evaluation.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 4176-004. The event occurred during testing. There was no patient involvement and no patient harm.